Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to include the additional and modified information received on 08-apr-2024. [Additional & modified information]: per the modified information, the outcome of the adverse event ¿haemorrhagic infarction (right putamen, frontal lobe) was updated from "not recovered/not resolved" to "recovering/resolving." This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 3011370111-2023-00137. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to include the additional and modified information received on 30-oct-2023. [Additional & modified information]: on 30-oct-2023, additional information was received from the excellent study clinical team. Per the information the catalog of the emboguard balloon catheter used was bg8795u, the lot number is 0000220933. There was no vessel trauma / injury that may have resulted in the haemorrhagic transformation. There were no device performance issues / device malfunctions as related to the embotrap iii device or with the emboguard balloon catheter during the procedure. Modified information was received on 30-oct-2023. Per the modified information, the adverse event term "haemorrhagic infarction" was updated to "haemorrhagic infarction (right putamen, frontal lobe)." The field ¿if event is both serious and device or procedure related, in the opinion of the investigator and in accordance with the list of expected events in the protocol and instructions for use, is the adverse event:¿ was updated from ¿blank¿ to "expected/anticipated." This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 3011370111-2023-00136 and 3011370111-2023-00137. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The event was reported via the excellent study, the 77-year-old male patient with no medical history presented with an unwitnessed non-wake up stroke. He was last seen well on (B)(6) 2023 at 19:30 hour. Symptoms were first observed on (B)(6) 2023 at 06:00 hour. The patient was presented to the treating hospital on (B)(6) 2023 at 08:55 hour. Intravenous tissue plasminogen activator (tpa) was not administered at the time of stroke presentation. The suspected origin of the embolism was ¿undetermined etiologies¿. The patient¿s baseline a nih stroke scale (nihss) score was 18 and a modified rankin scale (mrs) score of 0. The patient underwent a mechanical thrombectomy on the same day, (B)(6) 2023. A 5mm x 37mm embotrap iii revascularization device (et309537 / 23b146av) was used in only one (1) pass via a phenom¿ 21 microcatheter (medtronic), a salva aspiration catheter (nipro) with 2-minute incubation time to target an occlusion on the right carotid terminus (carotid t). The pre-pass modified thrombolysis in cerebral infarction (mtici) score was 0. The post-pass mtici score was 3, a complete reperfusion of the vessel, with clot retrieval in the stent retriever. A guidewire (unspecified brand) and an emboguard balloon catheter (catalog / lot# unknown) was used during the procedure. There were no intraoperative study device deficiencies. The patient¿s 24-hour post-procedure nihss score was 24. On the same day, (B)(6) 2023, it was reported that the patient experienced a haemorrhagic infarction. The principal investigator (pi) assessed this event as a severe, serious adverse event that was unrelated to the embotrap iii study device, unrelated to the large bore catheter, and possible relationship to the primary surgical procedure. The event required surgical intervention via a craniotomy to preclude serious deterioration of health for the patient. The event was documented in the case report form (crf) as ¿not recovered / not resolved.¿ the patient¿s seven-day post-procedure assessment was done on (B)(6) 2023; the resulting nihss assessment score was 24 and mrs score of 5 - severe disability. Bedridden, incontinent, and requiring constant nursing care and attention. The patient¿s discharge information was not documented in the crf at the time of the complaint initiation.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The patient date of birth was not provided. Section e.1: the name, phone and email address of the initial reporter are not available / reported. Based on complaint information, the device is not available to be returned for analysis. A review of the manufacturing documentation associated with this lot (23b146av) top and sub assembly presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no non-conformances related to device manufacture or inspection. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. There was no device performance issue or device malfunction reported during the procedure. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. Intracranial hemorrhage and stroke are known potential complications associated with the use of the embotrap iii and emboguard devices and are mentioned in the instructions for use (IFU) as such for both devices. There were no alleged quality issues related to the embotrap iii device, as the device performed as intended, achieving a mtici score of 3: complete reperfusion with one pass. Additionally, there were no reported device deficiencies related to the emboguard device. Per the principal investigator¿s assessment, the adverse event of ¿haemorrhagic infarction¿ was unrelated to the embotrap study device and possibly related to the primary surgical procedure. However, the event occurred on the same day the devices were used and the relationship of the devices to the reported event cannot be excluded. Furthermore, since the event required the surgical intervention of a ¿craniotomy¿ to preclude to permanent impairment/injury, the event is considered serious and meets us FDA reporting criteria under 21 cfr 803 with a classification of ¿serious injury.¿ the file will be re-reviewed if additional information is received at a later date. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 3011370111-2023-00137. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to include the additional / modified information received on 30-jan-2025. [Additional / modified information]: on (B)(6)2025, the clinical event committee (cec) performed an adjudication for the adverse event ¿haemorrhagic infarction right putamen, frontal lobe).¿ per the outcome of the adjudication, the relationship of the event to the embotrap iii study device was deemed ¿possibly related.¿ it was further commented, ¿temporal proximity and large size of hemorrhage make relation to procedure and thrombectomy device possible.¿ the manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.